Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an inaccurate fill estimate intermittently. As the issue occurred in the past, troubleshooting was unable to be confirmed. The customer reported that the fill estimate value remained static. There was no known impact to the customer's blood glucose.